Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was eight error codes found. The manufacturer concludes that the unit dispositioned. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.